Event description:
On may 20, 2022, fujifilm healthcare americas corporation received a complaint regarding the arietta 850 ultrasound system. The site reported that the image output is frequently black and the system must be rebooted for the images to reappear. The studies are able to continue following a system reboot. There is no death or serious injury associated with this event. As such, this report is being submitted in an abundance of caution.